Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-07 crts (B)(4) (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that the patient's previous battery needed to be replaced and the patient experienced ringing in his ears at that time. The patient also reported that a manufacturer representative (rep) turned up the stimulation too high. The patient was in pain, couldn't talk or do anything, and the patient dropped to his knees. It was noted that the patient the patient could smell things burning it felt like and it took 20 minutes before the patient could talk again. The patient indicated that the issue was resolved by decreasing the stimulation back down and it occurred at the healthcare professional (hcp) office. In addition, the patient reported that the device would set off metal detectors and would increase in stimulation when exposed to certain places with certain types of electronics. Furthermore, the patient reported having seizures with the device because it was up so high. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to dbs device].